Event description:
Major pump unit(s) involved: blood pump. Additional text: outflow graft bend relief. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: bend relief disrupted from pump. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: malfunction confirmed at time of transplant surgery. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.